Event description:
The customer stated that her meter had been reading higher than usual. She performed control test and received a result of 170 mg/dl. The normal range is 94-130 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation and replacement test strips will be sent.